Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe and fill port twisted off during filling of a small volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- june 24, 2016 ¿ june 25, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.